Event description:
Healthcare professional (HCP) reported a patient was injected by another HCP with JUVÉDERM VOLUX¿ XC in the jawline and JUVÉDERM VOLUMA® XC in the chin. Sometime later, the patient experienced ¿painful jaw and chin nodules.¿ The patient was treated with hyaluronidase and prescribed oral steroids and antibiotics, but multiple lesions and nodules remain recalcitrant to treatment. Symptoms are ongoing.

Manufacturer narrative:
Clarification to H.6. Type of Investigation Code: The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist Allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.